Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in germany. It was reported that the surgeon placed the warm light carrier on the patient. The patient suffered burns. Because the patient suffered burns, the case is classified as reportable. Additional patient information is not available.